Event description:
The bed's head section drifts when weight is applied.

Manufacturer narrative:
Add'l info: the hill-rom field technician found the bed's head section will drift when weight is applied. The head section drive was replaced to repair the bed.